Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in the operation room for a pocket revision due to an infection. The physician noted a device migration and pus inside upon opening the pocket. The device and the lv lead were also noted to be eroded. The entire system was explanted and replaced. The patient was stable before, during and after the procedure.